Event description:
Twenty gauge catheter placed and pt removed device from their arm. Approx 2mm of catheter was left on the hub, the remainder left in the arm. The pt had the sheared portion of the catheter removed under local anesthesia from their left forearm. The other end was removed with the opsite from the pt's arm.